Manufacturer narrative:
H6: a react health ventilation product support specialist provided the initial reporter, a registered respiratory therapist (rrt), with troubleshooting assistance. Troubleshooting included the successful completion of a patient circuit test, after which the device appeared to be ventilating as expected. At this time, the rrt has not requested an RMA to have the device returned to ventec for evaluation. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the patient felt like the device was not providing adequate ventilation output. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempt to obtain additional information about the patient, but no response has been received.